Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported there were lead implant issues at ins and lead implant. The new system was opened in the field. The ins was already opened and implanted for future revision. During lead placement, resistance was met at midline t9 and the lead moved lateral. They were unable to get leads in a stable position. It was elected to not implant the leads. No further complications were reported/anticipated.